Event description:
It was reported that a novum iq large volume pump displayed an intermittent system error 21502 (flange sensor error) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "flange sensor error" was not reproduced. The unit was able to power on, navigate through the screens and run an infusion without discrepancies, however the flange sensor test was performed with failing results. Visual inspection of the grommet revealed it to be slightly rotated interfering with the flange sensor. A review of the event history log revealed "system error 21502 - flange sensor" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the rotated grommet interfering with the flange sensor. The grommet requires rework to address this issue. Should additional relevant information become available, a supplemental report will be submitted.